Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoracic. According to the reporter: the vascular reload used on the segmental pulmonary artery did not release. The vessel had to be tied off and ligated above and below the stapler by the surgeon.